Event description:
Received in crowd survey 27399-evh pms- (B)(6) 2023, where they commented "it can be tricky to connect and disconnect" when asked about the harvesting tool hemopro 2 (w/vasoshield) (vh-4000) btt access port, scope seal, and main seal accommodate all necessary instrumentation.

Manufacturer narrative:
Tw ID#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
N/a

Manufacturer narrative:
Tw # (B)(4). Corrected section: h6- problem code changed to 2900.

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, g-3, g-6, h-2, h-6, h-10 no lot # was reported and no specific event site was reported, so therefor no ship history was conducted.

Event description:
N/a